Event description:
Event description boston scientific received information that this right ventricular lead had a lead safety switch and the patient experienced syncope. Boston scientific received additional information that this lead had fractured and was surgically abandoned and replaced.